Event description:
It was reported that the patient experienced diaphragmatic stimulation, and complained of left chest pain. The right ventricular (rv) lead exhibited no capture or sensing, and high/unstable thresholds. A perforation was suspected. The lead was explanted and replaced. During the replacement procedure, the rv setscrew on the device was noted to be stripped. The device was explanted and replaced. It was also indicated that when the new rv lead was in place and the chronic atrial lead were connected to the replacement device that the device had a pacing pause of about 4-5 beats. The replacement device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.